Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that following blood sampling, a clinician and an accompanying student observer were exposed to blood while the clinician was expelling air from the sample using the air-filter attachment. User facility stated that during this process, the air-filter attachment disconnected from the syringe and blood sprayed onto the clinician and student observer. The clinician had blood spray onto her left eye, face, and bilateral forearm. The student observer also was sprayed on the face and arm. Both the clinician and student observer reported to the emergency department immediately for blood borne pathogen exposure testing and treatment. No permanent adverse effects to clinician reported or student have been reported.